Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The functional board was received with a damaged label on eeprom (ic20). There are no signs of thermal damage on the function board, eeprom, or on any other components. The eeprom appears to be installed correctly onto the board. The label was removed found sticky residue on the eeprom from the label. Install functional board onto a test machine for testing. The test machine powered on with an ¿eeprom read error¿ alarm. The eeprom was replaced with a ¿known-good¿ eeprom for retesting. The test machine powered on without failures to a mandatory rinse. A mandatory rinse was completed without any failures or damage to the eeprom. Dialysis mode functioned properly without failures or damage to the eeprom. Self-test program was completed without failures. The initial report of "burnt" component was not verified, although the function board was found to be faulty.

Event description:
A biomedical technician reported an out of box failure for a function board. The function board was installed and there was a low flow error message with an audible alarm. The technician found the function board eeprom burnt. Another board was ordered. In a follow up, the technician verified there was no patient involved, therefore no harm. A new function board has been installed and the 2008t machine is back in service. The burnt board is being returned for analysis.

Event description:
A biomedical technician reported an out of box failure for a function board. The function board was installed and there was a low flow error message with an audible alarm. The technician found the function board eeprom burnt. Another board was ordered. In a follow up, the technician verified there was no patient involved, therefore no harm. A new function board has been installed and the 2008t machine is back in service. The burnt board is being returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.